Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. The cutter could not be inserted; therefore, the pretest could not be completed. An assignable root cause was not determined. However, during evaluation, it was determined that the bearings were worn out and loose. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set up it was observed that the short attachment device was heating up. It was reported that there was no delay to a scheduled surgical procedure as unspecified spare device were available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.